Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to a leakage from the guide pin of a connector (labeled within the device as the "el-connector"). A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air channel of the evis exera ii colonovideoscope was blocked. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to the guide pin of the electrical connector being shaved, the insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover, the bending angle in the up/down and right/left directions and the play of the knobs did not meet the standard value due to wear of the angle wire, the up/down knob could not be locked securely due to wear of the forceps elevator wire, the light guide lens was cracked, the bending section cover adhesive was worn, the connecting tube was wrinkled, the scope cover was deformed and the mouthpiece was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.